Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired false positives on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reports ongoing discrepant results for the bd sars-cov-2."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired false positives on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reports ongoing discrepant results for the bd sars-cov-2."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they continue to have discrepant result on bd-sars-cov-2. Field service was dispatched. Field service performed general health check. Instrument was returned to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.